Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the customer complained about the accuracy. A CT image with 177 slides was used for registration and it was a tracer one. The site selected ent application. The yellow sphere was a good one including the anatomy desired. There was an inaccuracy of about 5mm. The same study was used in the cranial application, the registration was performed again and the accuracy was perfect. A similar yellow sphere was obtained and it did not contain the anatomy desired. The surgery was completed with navigation and there was no impact on patient outcome.